Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced four finger loops on the surgeon side console as they were not present. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) and investigation revealed no system errors. Additional log reviews confirmed that system sk1508 was used on (B)(6) 2022 for a isolated nissen fundoplication procedure. This complaint is considered a reportable event due to the following conclusion: the customer converted to another console after the start of the procedure due to the missing velcro straps on the surgeon side console manipulators. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) reported one of the surgeon side console (ssc) manipulators were missing the velcro straps. The surgeon continued the surgery on other surgeon console. The procedure was completing with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.